Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection, as well as a direct relationship between the device and the reported cardiac arrest and patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa specifications. The implant kit was shipped to the customer on 21nov2019. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists infection (driveline, localized, and pump pocket or pseudo pocket) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was transferred to hospice care with bacteremia and vegetation. They ultimately passed away on (B)(6) 2020. The cause of death was reported as cardiac arrest.

Manufacturer narrative:
Additional information was requested but not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The pump was not returned for evaluation. The heartmate 3 lvas IFU is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from mfg and qa specifications. The implant kit was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.